Manufacturer narrative:
Event date is approximated. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) became unresponsive after a spin. It was indicated the mouse would move the cursor but the clicks would not respond. The application was restarted through task manager and the system worked as intended. There was no impact to the patient outcome and less than an hour delay due to the reported issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.